Event description:
It was reported that the tip of the unit broke off during a procedure, no delays reported. Further, another unit was used and no injury to the patient was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.